Manufacturer narrative:
The autopulse platform in complaint was not returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
As reported during shift check , the autopulse platform (sn: (B)(4)) was not powering on and has a damaged handle. No patient involvement was reported.

Manufacturer narrative:
The customer reported complaint for the platform not powering on was not confirmed during initial functional testing. During visual inspection damaged front and bottom enclosure were noted. The autopulse platform is a reusable device and was manufactured in 2010; therefore, this type of damage is characteristic of normal wear and tear for the life of the device. The platform failed the initial functional testing due to error message ua 45 displayed when the unit was powered on and an intermittent flickering to the backlight of the lcd was observed unrelated to the reported complaint. The platform was powered on/off without any issues. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The shaft was rotated to home position to clear the error message ua 45. The processor board and lcd were replaced to avoid the re-occurrence of the intermittent flickering to the backlight, after which the platform passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history complaints for autopulse sn (B)(4).